Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an image problem. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, damaged camera cable unit plug, no image and fiber bonding section of outer tube were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that damaged video cable and component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.